Event description:
It was reported that the insulin pump alarmed weak battery after battery changed during troubleshooting for failed battery test. Customer's blood glucose was 291 mg/dl. Troubleshooting was done. During the troubleshooting it was found the insulin pump buttons were unresponsive. The customer was advised the insulin pump would be replaced due to keypad anomaly. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test or weak battery alarms noted. Insulin pump functioned properly. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.